Manufacturer narrative:
Sanofi company comment dated 09-mar-2017: this case concerns a patient who received treatment with synvisc one and few weeks later experienced knee swelling, knee pain and irradiating pain that radiated posterior knee down the back of the calf. On the basis of temporal relationship the causal role of suspect product cannot be excluded in occurrence of the events. However, lack of information regarding patient's medical history, concomitant medications and past drugs precluded complete medical assessment of the case.

Event description:
Pain radiated posterior knee down the back of the calf [irradiating pain], increased swelling in the knee/ entire joint is over 3 cm larger in diameter [knee swelling], severe pain [knee pain], was unable to weight bear on the extremity [weight bearing difficulty], had restricted range of motion [joint range of motion decreased], had abnormal gait pattern [abnormal gait]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 02-mar-2017 from a patient via health authority of united states (USA-FDA with regulatory reference number: mw5067853). This case concerns a patient of unknown demographics who received treatment with synvisc one and later few days after starting treatment pain radiated posterior nee down the back of the calf, increased swelling in the knee/ entire joint is over 3 cm larger in diameter, severe pain, was unable to weight bear on the extremity, had restricted range of motion and had abnormal gait pattern. No medical history or concurrent condition was reported. The patient had no concomitant medications. The patient had past treatment with synvisc (over 3 years ago delivered in 3 separate doses) and cortisone. On an unknown date in 2017, the patient initiated treatment with synvisc one injection once (dose, route and indication: unknown). On an unknown date in 2017, (few days after receiving treatment with synvisc one) over the course of last 2 weeks, the patient had increased swelling in knee, culminating last night when it woke the patient from sleep at 2 am with severe pain. It was reported that the entire joint was over 3 cm larger in diameter. On an unknown date in 2017, the pain radiated posterior knee down the back of calf and was unable to bear weight on the extremity. It was reported that the patient had to leave work for an emergency appointment with orthopedist where the patient reluctantly received a cortisone shot which the patient was trying to avoid due to history of having cortisone in the past. It was reported that it was still extremely swollen and painful with restricted rom and abnormal gait pattern (event onset: 2017). On an unknown date in 2017, the patient stopped using synvisc one. Corrective treatment: cortisone for increased swelling in the knee/ entire joint is over 3 cm larger in diameter, pain radiated posterior knee down the back of the calf, severe pain; not reported for rest of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criteria: required intervention for increased swelling in the knee/ entire joint is over 3 cm larger in diameter, pain radiated posterior knee down the back of the calf, severe pain. Pharmacovigilance comment: sanofi company comment dated 09-mar-2017: this case concerns a patient who received treatment with synvisc one and few weeks later experienced knee swelling, knee pain and irradiating pain that radiated posterior knee down the back of the calf. On the basis of temporal relationship the causal role of suspect product cannot be excluded in occurrence of the events. However, lack of information regarding patient's medical history, concomitant medications and past drugs precluded complete medical assessment of the case.